Event description:
A journal article was received entitled: radiographic outcomes of intertrochanteric hip fractures treated with the trochanteric fixation nail; gardner mj, briggs sm, kopjar b, helfet dl, lorich dg; injury. 2007 oct; 38(10):1189-96. Reportedly: a retrospective study of 97 patients, mean age of 77.9 years, with stable and unstable intertrochanteric hip fracture, who were treated with a trochanteric fixation nail using a helical blade. Six patients with unstable fracture patterns were reported to have developed complications: four patients experienced blade penetration through the subchondral bone; one patient with nonunion required three revisions; and an (B)(6) male experienced reverse migration of the helical blade through the femoral head into the acetabulum which required a total hip arthroplasty. Eighteen months postoperatively, the patient walked without a limp and had 0-100 degree hip motion. The authors reported these complications could be attributed to technical error. Products reported were synthes devices. This report is for an end cap of the tfn system. This is 4 of 4 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.